Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not generate any energy. The issue was found during a therapeutic hemostasis procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updates to fields b5, d4, d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem of the probe. The event can be prevented by following the instructions for use which state: 10 preparation, inspection and operation 10.3 operation warning ¿ always operate the generator at the minimum output level and for the minimum time necessary to successfully complete the procedure. - insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation. - excessive generator output time or generator output level may result in burning of tissue not intended for coagulation. If the output is set too high, tissue may dry out rapidly, causing sticking, and hemostasis may be compromised. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device. There was no delay to the procedure reported.